Event description:
Pt was in atrial fibrillation with rvr. Cardioversion was performed. First shock was at 20 j and set on synchronize. 2nd and 3rd shock not reset to synchronize and pt experienced ventricular fibrillation. CPR not successful. Pt had been hypotensive in the 60's despite pressors. This was a last ditch effort to increase their blood pressure.